Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that patient was getting an MRI and it was mentioned that they were having trouble charging the ins. They noted the patient's mom is having to put the charge like in the patient's armpit to charge the device. The left device is reported to be working. No symptoms were reported. No further complications were reported or anticipated.